Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level. Customer¿s blood glucose level was unknown at the time of call. Customer stated that the tubing got disconnected from her body when she was being loading in the ambulance. The insulin pump will not be returned for analysis.